Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced overstimulation on two occasions. It was also reported the pt is receiving stimulation in an unintended area. An impedance check was performed and no anomalies were found. The pt may undergo x-rays for further investigation.